Manufacturer narrative:
Citation: (B)(6) managing complications in transcatheter aortic valve implantation. Hellenic j cardiol. 2015;56 suppl a:20-30 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information via literature meta-analysis regarding complications in transcatheter aortic valve implantation (tavi). All data were collected from multiple centers. The study population included an unspecified number of patients, an unspecified amount of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day, 1 and 2 year deaths occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: undersizing, underexpansion, malpositioning requiring bailout correction, valve-in-valve implant, moderate to severe paravalvular leak (pvl), implant of a vascular plug, permanent pacemaker implant, and stroke. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.